Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith attempts have been made to retrieve the reporter's professional title and status. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that failure of communication with scope occurred and b30 was displayed due to lvds communication board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus, the customer reported the b30 scope communication error was persistent with three scopes. Pushing escape (esc) and powering down the tower did not clear the error. The customer cleaned the gold connectors with an alcohol prep pad; however, the error persisted. The customer also noted that the lamp was coming out by itself. The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a faulty printed circuit board which required replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.